Event description:
It was reported that after a da vinci si cholecystectomy procedure the cable has become loose from the housing and the tips of the monopolar cautery instrument are just hanging off the shaft. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the plastic monopolar adapter was broken within the metal wrist adapter. The conductor wire was sticking out at the distal end of the instrument. The adapter was still attached to the conductor wire. Electrical continuity testing was performed and passed. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.